Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test battery cap was unable to attach securely to pump. The pump was exercised for 24 hours and the power issue was duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. User had not replaced the battery cap within the time frame recommended by the manufacturer this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.